Event description:
(B)(4). As soon as I had essure placed, I was in pain. I began having pelvic pain on a regular basis, and was told that this couldn't be an effect of essure. My menstrual periods became very heavy and I experienced debilitating cramps, when I had previously never had an issue with either until I got essure. I experienced depression and had to go on an antidepressant. My hair started falling out. I have bloating in my abdomen and am in constant pain. I am now awaiting a hysterectomy because the pain I'm in is so severe. In a recent ER visit, a test revealed a large amount of blood in my urine. In a hysteroscopy, the doctor saw masses of scar tissue that weren't there prior to essure. After that, I had an x-ray which revealed a coil to be in the location of my uterus. Due to the dangerous coil in my uterus and chronic pain, I am going to have a hysterectomy at the age of (B)(6).

Event description:
(B)(4). Hysterectomy on (B)(6) 2015. Surgeon showed me pictures where the coil had perforated my right fallopian tube and caused "congestion" in the surrounding tissue. Since surgery, my debilitating pain is gone, my hair has stopped falling out, the scalp psoriasis I developed after essure placement has gone away without meds, I was able to stop taking an antidepressant, and my joints are no longer sore and stiff.

Event description:
#Medwatcher #followup 2 #FDA mw5058044 #(B)(4). I now have interstitial cystitis, a common condition among women who have/had essure. My abdominal bloating from essure has not gone away, despite my maintaining a healthy weight. I am not in pain from the coils any longer since surgery, but these conditions persist long after surgery. Not previously mentioned, but after essure was placed, I developed a sensitivity to plastics. I was unable to use a night guard for my teeth because the plastic touching my mouth made my entire face swell up, and the skin peeled off the inside of my mouth. Prior to essure, I never had any sensitivity like this. After my hysterectomy, I could tell exactly where the intubation tube was lying in my mouth, because the skin was swollen and raw from contact with plastic.